Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) (B)(4) alleging that their onetouch ultravue meter had been reading inaccurately high compared to a calibrated laboratory device. The complaint was classified based on the customer service representative (csr) documentation since the reporter was unable to be contacted, despite numerous attempts, in order to obtain additional information. The reporter stated that the alleged inaccuracy occurred on an unspecified time/time around one month prior to the alert date of (B)(6) 2017. At this time, the reporter obtained a blood glucose result of ¿7.1mmol/l¿ with the subject meter and ¿3.1mmol/l¿ on a calibrated laboratory device within 10 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for accuracy. The reporter did not state how the patient manages their diabetes, but stated that no changes to their normal diabetes management regimen were made. The reporter stated that the patient developed ¿hypoglycemia¿ an unspecified time after the alleged product issue occurred, however was unable to provide specific symptoms which were related to this. The patient reportedly only received a blood glucose test in response to this, with the result of ¿3.1mmol/l¿ being obtained at this time. No further treatment was noted. At the time of troubleshooting, the csr noted that an approved sample site was being used and the unit of measure was set correctly on the subject meter. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.